Event description:
The biomedical engineer (bme) at the hospital reported that the transmitter does not show the heart rate (hr) while in use on a patient, no error messages were visible. No visible evidence of physical damage or fluid intrusion. Bme removed it from patient use and tested the unit on a simulator with known good leads and the transmitter does not show the heart rate (hr). The parameter is available, but no values, no waveform either. Bme requested a warranty exchange unit and will return this unit to nihon kohden. No patient harm was reported.

Manufacturer narrative:
Incident summary: the biomedical engineer (bme) at the hospital reported that the transmitter does not show the heart rate (hr) while in use on a patient, no error messages were visible. No visible evidence of physical damage or fluid intrusion. Bme removed it from patient use and tested the unit on a simulator with known good leads and the transmitter does not show the heart rate (hr). The parameter is available, but no values, no waveform either. Bme requested a warranty exchange unit and will return this unit to nihon kohden. No patient harm was reported. Investigation summary: after extensive testing from the repair center, they were unable to duplicate the reported issue. As such, a definitive root cause could not be determined. But based on the available information, the most probable root cause could have been contributed to lead placement and may require the ECG system to relearn the patient's heart rhythm to get a heartbeat. To resolve the issue, a brand-new exchange unit (gz-130pa, serial number: (B)(6)) was successfully shipped to the customer. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: a2 - a6. B6 - b7. D10. Attempt # 1: 12/21/2023 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 01/12/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 01/06/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Manufacturer narrative:
The biomedical engineer (bme) at the hospital reported that the transmitter does not show the heart rate (hr) while in use on a patient, no error messages were visible. No visible evidence of physical damage or fluid intrusion. Bme removed it from patient use and tested the unit on a simulator with known good leads and the transmitter does not show the heart rate (hr). The parameter is available, but no values, no waveform either. Bme requested a warranty exchange unit and will return this unit to nihon kohden. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 12/21/2023 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 01/12/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 01/06/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) at the hospital reported that the transmitter does not show the heart rate (hr) while in use on a patient, no error messages were visible. No visible evidence of physical damage or fluid intrusion. Bme removed it from patient use and tested the unit on a simulator with known good leads and the transmitter does not show the heart rate (hr). The parameter is available, but no values, no waveform either. Bme requested a warranty exchange unit and will return this unit to nihon kohden. No patient harm was reported.